Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-11032. It was reported that thrombus occurred and the patient died. The patient presented with chest pain. Angiography showed a lesion in the left circumflex artery (lcx) and the mid left anterior descending (lad) artery. A 2.50 x 24 synergy stent and 2.75 x 38 synergy stent were deployed in the non tortuous lad. Blood flow was good, however, the patient's pressure started dropping due to an unknown reason. Mediation was administered immediately but the pressure could not be normalized; thrombus formation occurred in the lcx and the right coronary artery. The physician does not relate the death to the devices and listed the cause of death as procedure complications. No autopsy was performed.

Manufacturer narrative:
Synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis without a stent (stent was reported as implanted). The balloon folds were relaxed and therefore it appeared that the balloon had been inflated and deflated. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-11032. It was reported that thrombus occurred and the patient died. The patient presented with chest pain. Angiography showed a lesion in the left circumflex artery (lcx) and the mid left anterior descending (lad) artery. A 2.50 x 24 synergy stent and 2.75 x 38 synergy stent were deployed in the non tortuous lad. Blood flow was good, however, the patient's pressure started dropping due to an unknown reason. Mediation was administered immediately but the pressure could not be normalized; thrombus formation occurred in the lcx and the right coronary artery. The physician does not relate the death to the devices and listed the cause of death as procedure complications. No autopsy was performed.